Event description:
Device of 2 of 2. Reference MFR report: 1627487-2012-03238. It was reported the pt experienced burning at her scs ipg pocket site while charging her scs system. A sjm rep advised the pt of charging recommendations. No additional info is available at this time. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.